Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / migration of essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a 53 year-old female patient who had essure inserted (lot no. D46953, d60139) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy"). The patient had a medical history of febrile neutropenia in 2020 and hodgkin's lymphoma, low back pain, hemorrhoids, urinary tract infection, lymphoma, discomfort, back pain, shortness of breath, chemotherapy, augmentation mammoplasty, hypertension, menorrhagia, abdominal bloating, nulliparous, gravida ii and obesity. Previously administered products included: mirena and tylenol. Concomitant products included diclofenac, ibuprofen, cipralex (escitalopram oxalate), tylenol (paracetamol) and acetaminophen (paracetamol). On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autominnune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation"), stress ("psychological stress") and diarrhoea ("diarrhea"). The patient was treated with surgery (laparoscopic right salpingectomy ,,removal of eschar,lysis of adhesion and essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, diarrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: 2 coils on right side 1 coil on left side. 16-may-2020. Clinical information: spinal compression fracture, worsening back pain. Non-hodgkin's lymphoma technique: gadolinium enhanced multiplanar MRI of the entire spine. Impression: there are small new marrow replacing lesions particular at t6 and t7 as described, compatible with lymphomatous involvement of bone, multiple myeloma or metastatic disease. Notably, in (B)(6) 2020 there was diffuse marrow replacement at these 2 levels and at multiple other levels suggesting residual disease or local recurrence post treatment. Nonspecific signal change in the spinal cord at t6 and t7, no abnormal enhancement. No pathologic fracture identified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Biopsy] on (B)(6) 2021: lymphocyte predominant hodgkin lymphoma with no evidence of transformation to diffuse large b-cell lymphoma [colonoscopy] on (B)(6) 2016: tube blockage [computerised tomogram] (date unknown): large saddle emboli elevated troponin and her rv did also look a little bit bulky [hysterosalpingogram] on (B)(6) 2016: saline sono hysterogram report clinical history: patient had essure tubal ligation (B)(6) 2016. Reassess tube. Right fallopian tube: fill and spill is seen. Left fallopian tube: fill and spill is seen. Confirm tubal occlusion after essure normal uterine cavity. No free fluid noted in both adnexae. Both tubes are occluded at the level of uterine comua. No complications. [Ultrasound abdomen] on (B)(6) 2019: incidental note is made of coils overlying the expected regions of the fallopian tubes.; on (B)(6) 2020: reason: obstruction findings: moderate fecal loading of right side of colon. There is a paucity of stool in the left side of the colon. No obvious obstruction or edema. Linear densities in pelvis are thought to be related to fallopian tube embolization. Mild degenerative change in spine and hips.; on 18-jan-2022: linear surgical material is identified within the right and left cornua/fundus respectively image 14 7 series 3 these may represent essure coils and should be correlated clinically. No adnexal masses are seen. No evidence of any pelvic free fluid. Impression imaging findings in keeping with interval disease relapse. Enlarging nodes are seen within the right groin and right pelvic sidewall as indicated. Unchanged indeterminate findings within the upper pole of the right kidney. [Ultrasound pelvis] on (B)(6) 2016: indication: right ovarian cyst findings: uterus is retroverted and retroflexed. Endometrium is difficult to visualize due to presence of iud. The iud appears to be present. ~lot number:d46953 UDI:(B)(4). Lot number:d60139 UDI: (B)(4). D60139 manufacture date: 2015-02 expiration date: 2018-0. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: reporter and patient information, medical history, non drug treatment notes, lab data added. Concomitant drug added: acetaminophen, tylenol, cipralex, advil, diclofenac cream. New event added: diarrhea. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a 53 year-old female patient who had essure inserted (lot no. D46953, d60139) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy"). The patient had a medical history of febrile neutropenia in 2020 and hodgkin's lymphoma, low back pain, hemorrhoids, urinary tract infection, lymphoma, discomfort, back pain, shortness of breath, chemotherapy, augmentation mammoplasty, hypertension, menorrhagia, abdominal bloating, nulliparous, gravida ii and obesity. Previously administered products included: mirena and tylenol. Concomitant products included diclofenac, ibuprofen, cipralex (escitalopram oxalate), tylenol (paracetamol) and acetaminophen (paracetamol). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autominnune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation"), stress ("psychological stress") and diarrhoea ("diarrhea").essure was removed on (B)(6) 2022. The patient was treated with surgery (laparoscopic right salpingectomy, removal of eschar, lysis of adhesion and essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, diarrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: 2 coils on right side; 1 coil on left side. On (B)(6) 2020. Clinical information: spinal compression fracture, worsening back pain. Non-hodgkin's lymphoma technique: gadolinium enhanced multiplanar MRI of the entire spine. Impression: there are small new marrow replacing lesions particular at t6 and t7 as described, compatible with lymphomatous involvement of bone, multiple myeloma or metastatic disease. Notably, in (B)(6) 2020 there was diffuse marrow replacement at these 2 levels and at multiple other levels suggesting residual disease or local recurrence post treatment. Nonspecific signal change in the spinal cord at t6 and t7, no abnormal enhancement. No pathologic fracture identified. Batch manufacturing date: 11/2/2015. Batch expiration date: 28/2/2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Biopsy] on (B)(6) 2021: lymphocyte predominant hodgkin lymphoma with no evidence of transformation to diffuse large b-cell lymphoma. [Colonoscopy] on (B)(6) 2016: tube blockage. [Computerised tomogram] (date unknown): large saddle emboli elevated troponin and her rv did also look a little bit bulky. [Hysterosalpingogram] on (B)(6) 2016: saline sono hysterogram report. Clinical history: patient had essure tubal ligation (B)(6) 2016. Reassess tube. Right fallopian tube: fill and spill is seen. Left fallopian tube: fill and spill is seen. Confirm tubal occlusion after essure normal uterine cavity. No free fluid noted in both adnexae. Both tubes are occluded at the level of uterine comua. No complications. [Ultrasound abdomen] on (B)(6) 2019: incidental note is made of coils overlying the expected regions of the fallopian tubes. On (B)(6) 2020: reason: obstruction. Findings: moderate fecal loading of right side of colon. There is a paucity of stool in the left side of the colon. No obvious obstruction or edema. Linear densities in pelvis are thought to be related to fallopian tube embolization. Mild degenerative change in spine and hips. On (B)(6) 2022: linear surgical material is identified within the right and left cornua/fundus respectively image 14 7 series 3 these may represent essure coils and should be correlated clinically. No adnexal masses are seen. No evidence of any pelvic free fluid. Impression imaging findings in keeping with interval disease relapse. Enlarging nodes are seen within the right groin and right pelvic sidewall as indicated. Unchanged indeterminate findings within the upper pole of the right kidney. [Ultrasound pelvis] on (B)(6) 2016: indication: right ovarian cyst findings: uterus is retroverted and retroflexed. Endometrium is difficult to visualize due to presence of iud. The iud appears to be present. Batch no: 46953. Production date: 2015-01-09. Expiration date: 2018-01-28. Batch no: d60139. Production date: 2015-02-11. Expiration date: 2018-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation / migration of essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D46953, d60139). Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autominnune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), inflammation ("inflammation") and stress ("psychological stress"). The patient was treated with surgery (essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Lot number:d46953 UDI: (B)(4). Lot number:d60139 UDI: (B)(4). Manufacture date: 2015-02. Expiration date: 2018-0. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-feb-2023: event: "psychological stress and inflammation" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), uterine perforation ("perforation of uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted (lot no. D46953, d60139). Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), perforation ("perforation of other organs"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autominnune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal and essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, perforation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. 0g was the reported birth weight. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.